Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had fuzzy screen. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11, the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and white residue in the air/water channel. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint was identified as a component failure. The root cause of the additional malfunction identified during the investigation could not be established. Olympus will continue to monitor field performance for this device.